Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the device had seal issue. There was no regrasp alert nor energy delivery but end tone was heard. The parathyroid tissue that was being sealed was 5 millimeter. Each application they cleaned the jaws of the ligasure handpiece and there was no bleeding reported. They change the ligasure exact faulty for a ligasure small jaw and it worked fine. There was no patient injury.